Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v082874, product type lead; product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension. (B)(4).

Event description:
It was reported the patient had an infection of the skin on their head in (B)(6). The patient had symptoms of granulation tissue on the skin. The infection was diagnosed in (B)(6) 2014. A culture was taken, but it was negative with no growth. The patient¿s healthcare professional treated the infection with antibiotics. The infection had resolved and the patient recovered.